Event description:
A customer contacted beckman coulter regarding erroneous platelet (plt) results generated by the coulter lh 500 instrument. The customer indicated that a patient sample (a) was tested for plt and a result of 730 x 10 to the third power power cells/ ul was obtained. The result was printed with flags indicating to review the sample. A fresh sample (b) was collected from the patient and tested for plt; the result was 82 x 10 to the 3rd power cells/ ul. The plt result was reported with an "l" flag and the customer re-tested sample b for plt. The repeated plt result was 133 x 10 to the 3rd power cells/ul. The customer indicated that a sample c was collected from the patient and tested for plt. The plt result from sample c was 509 x 10 to the 3rd power cells/ul and was printed with flags. It is unk which plt results were reported out of the lab, but based on available information the physician questioned the plt parameter. There was no affect to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The erroneous results were generated on a specific patient sample when the system operated in primary mode. Printouts provided by the customer show that the patient samples and qc were run wtth the clenz reagent sensors turned off. The event was reviewed by beckman coulter software group and the following factors were determined: the lh500 algorithm was working per design. A pre analytical sample handling may have contributed to this event, but it was not confirmed due to insufficient information. It was noted that the patient ID and physician name on sample a was different than that on sample b. A field service engineer (fse) was dispatched to the customer lab on 06/22/2006. The fse inspected the instrument and verified that the results meet published performance specifications. A cler root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.